Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
While priming an impella cp there were persistent purge pressure low alarms despite checking connections and changing purge cassette. A new catheter was opened and primed without issue. There was no noted consequence to the patient.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Low purge pressure: the cause of the low purge pressure was unable to be determined due to lack of product or data logs returned.